Event description:
Core lock did not hold screw in place causing it to advance anteriorly. End cap came off nail. Parts were removed. Patient outcome: failed ttc fusion.

Event description:
Per the clinic, the patient experienced pain when using the device and therefore will not wear the external processor. The results of an integrity test (B) (6) 2009 indicate normal receiver stimulator function with multiple electrode anomalies. Explant and reimplantation is planned but had not taken place at the time of this report (B) (6) 2010.

Manufacturer narrative:
Additional parts involved in event: part no. Part descrip. Lot no. Mfg date.14-441281 5mm offset end cap 300580 05/06/2008